Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products - prim.stem. Tibia bpl 0/r npc p# 630701200 l# 61394046; durasulâ?¢ ultracongruent tibial insert use with baseplate size 00,0 size 00,0 right 11 mm height p# 627600711 l# 60791733. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2016-04560, 0001822565-2016-04558. Reported event was confirmed by review of the returned product, xrays and surgical notes. Visual examination of the returned products showed the femoral component has wear and scratches on the articular surface. The proximal surfaces have foreign material. Dimensional analysis was not completed due to the extensive damage and foreign material. The surgical notes are consistent with the observed damage to the returned art surface, and explain the metal-on-metal type of damage observed to both the tibial plate and femoral device that were returned. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision due to loose and defective tibial insert and baseplate, metallosis was also noted. There is no additional information available.